Manufacturer narrative:
Additional information in b5 and d9.

Event description:
Additional information received on 13-mar-2025 stating that ¿not flushing well on connection. P high".

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a tego was found to be occluded during patient use. The reporter stated, ¿I have noted multiple occasions where we had to replace the tego bungs due to poor flow or no flow from the vascath upon connection even we were able to flush the lumens without any issues." There was no patient harm reported.

Manufacturer narrative:
Received six used list# unknown tegos for inspection. One of the samples had excessive seal tearing causing the seal to collapse and occluding the fluid path. No tearing was observed in the other samples, but blood residuals were observed in the fluid path. Each of the fluid paths were flushed with water and the fluid path was found to be clear. The reported complaint can be confirmed. The probable cause of the seal tearing and subsequent no flow on the one tego is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective actions are in process. The probable cause of the no flow on the five tegos is due to the line not being flushed during use. Once the fluid paths were flushed, there were no obstructions in the fluid path or anomalies observed. Lot history review could not be conducted because no lot number(s) was/were identified.